Event description:
It was reported that during an elevate procedure, there was no excess of blood loss, the case went well. After an hour her hemoglobin dropped down below 5. The physician had to gove her two units of blood. Patient is doing well.